Event description:
The consumer put her hand on the side of the wheelchair to sit down and allegedly felt a pinch. When she looked down she saw that the little finger on her right hand was missing above the joint.

Manufacturer narrative:
No malfunction alleged. User's guide was reviewed and states the following warning, "keep hands and fingers clear of moving parts to avoid injury. Do not place hand or fingers on the underside of the seat frame when opening or closing the wheelchair". Manual further advises to push down only on the top surface of the frame rail. Info suggests that proper opening technique as described within the user guide was not followed. Info indicates chair is still in use and return is not anticipated.